Event description:
It was reported that the pump's alarm sound was not annunciating. The customer's blood glucose (bg) level was 50 mg/dl; cause was unknown. Customer consumed carbohydrates to address low bg. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.